Event description:
The following issue was reported to the manufacturer on (B)(6) 2015. A CT technician had lower back injuries while when side moving the scanner (on their own accord, without the support of a scanner drive system) ever so slightly over the patient to get the scanner aligned. The tech has been seen by the facility's occupation clinic and is still receiving physical therapy. The tech has since returned to work.

Manufacturer narrative:
Apparently one technician tried to move the scanner when aligning the patient in preparation for the scan. Per our user manual (provider to the customer) for the ceretom ((B)(4)) it is recommended that two people move the scanner when the scanner drive system is not connected - this is outlined in at least two locations within said document. Additionally, this point is further emphasized during the mandatory clinical training that is provided by neurologica's clinical training staff. As a preventive measure. Re-training has been scheduled at the customer site accordingly. As noted, this adverse event was not formally reported to neurologica corp. By the user facility until (B)(6) 2015.